Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges that the device had a cuff and it was not expected to have a cuff. No report of a patient injury or delay in treatment.